Event description:
It was originally reported that during the trial phase the patient experienced no stimulation sensation on one side of her body; pain in her left arm; and it was thought that the lead had moved. She turned the stimulation off but still felt vibration on her back. Turning the external neurostimulator off resolved that issue. The healthcare professional confirmed that the device was "repositioned" on (B)(6) 2010 and the neurostimulator (ins) was replaced on (B)(6) 2010. The patient seemed to be doing fine on (B)(6) 2010. The manufacturer's device registration indicates that the patient had a permanent device system implanted on (B)(6) 2010. On (B)(6) 2010 two extensions were implanted.

Manufacturer narrative:
(B)(4).